Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/8/2023, it was reported by a sales representative via (B)(4) that an ar-9800 synergyrf console had interference occurring during use, causing the image to go static. The case was completed by switching out with a working replacement without affecting the patient or the case. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufactured date 2012.